Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur after resetting. Customer was advised to call back if the malfunction code reappeared and was informed they could continue to use the pump.